Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that the touch screen on this unit is not working. There was no patient involvement at the time of the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect front panel assembly for investigation. An investigation was performed and the reported issue was able to be confirmed and duplicated. There is visible fluid ingress. This issue will be internally investigated within vyaire.